Event description:
When the dealer went to replace the head motor, he allegedly saw smoke coming from the junction box when he hooked up the new motor. The bed is still in use, but the power has been disconnected. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. The bariatric bed is approximately 6 years old. The smoke was seen coming from the junction box after putting in a new motor during a servicing event. The bed is still in use, but the power has been disconnected. Invacare provided user manual with the ivc-bariatric bed, part no 1123842 rev d 3/05. It is unknown if the dealer or consumer has fully read and understands the user manual. On the front cover it states: user: before using this product, read this manual and save for future reference. Dealer: this manual must be given to the user. In addition, the following warnings, cautions and instructions are provided so that electrical issues can be prevented. There is a warning for fully reading and understanding the user manual. It is unknown if the dealer or the consumer has fully read and understands the user manual. - "do not operate this equipment without first reading and understanding this manual. If you are unable to understand the warnings, cautions, and instructions, contact a healthcare professional, dealer or technical personnel if applicable before attempting to use this equipment - otherwise injury or damage may result. The initial set up of this bed must be performed by a qualified technician. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the dealer was following the pendant instructions provided. Pendant operation is covered. - "a safety feature of this product includes protection against overheating caused by excessive or extended periods of operation. Depending on the duration, this includes multiple or repeated adjustments or the use of multiple functions at one time. To ensure trouble free operation, always allow a slight pause between multiple adjustments and avoid pressing more than one function button at a time. If thermal protection activation should occur, the bed will not respond to pendant commands. Given this situation, release the pendant button and allow the bed unit to sit for several minutes. This will allow the protection function time to reset and restore bed function. Depending on severity of the initial overheating, this could take up to 30 minutes." It is unknown if the dealer securely connected all the components. On page 9 illustrations of warning labels on the bed would have shown the need for proper connections. "Warning - for proper grounding, junction box must be securely connected to the bed with metal screws and spacer provided or electrical shock could occur. 1108103 rev.a(1) - 08/01." "Warning ! - grounding reliability can only be achieved when the equipment is connected to a receptacle marked "hospital only" or "hospital grade". Rev d (1) 02/00 p/n 034059." It is unknown if the dealer checked the electrical cord. On page 14 electrical cords are covered. "Never operate if the unit has a damaged cord or plug. If it is not working properly, call a qualified technician for examination and repair. Keep all electrical cords away from heated or hot surfaces. Ensure all cables and cords are routed such that they will not become entangled or pinched. Otherwise damage or injury may result." It is unknown if the dealer if the bed was fully assembled at the time of the event. On page 16 a warning is provided for proper assembly. "Do not plug the power cord into a power source until assembly is complete. To do so could result in damage or personal injury. Do not attempt to operate bed controls prior to completion of assembly. Otherwise, damage to bed components may occur." Additional notes are provided for the junction box. It is unknown if the dealer followed this note snf correctly connected the cables: "note: all connectors will arrive plugged into the junction box. Check all electrical connections on junction box at foot end to ensure that all motors are plugged into the correct locations. Plug the junction power box cord into a 110-volt outlet." On page 26 - "warning - the removal and installation of cables are to be performed by a qualified technician. All motors, the junction box, connectors and wiring are located on the foot and head sections." It is unknown if the dealer checked the power cord or cables for damage. The following warning is provided on page 27: "never operate if the unit has a damaged cord or plug. If it is not working properly, call a qualified technician for examination and repair. Keep all electrical cords away from heated or hot surfaces. Ensure all cables and cords are routed such that they will not become entangled or pinched. Otherwise, damage or injury may result. Do not place pendant under or between objects. This may unintentionally press the buttons and may cause injury or damage to occur." On page 30 there are cautions for over usage of water during cleaning. This may contribute to electrical issues. "Caution - do not wash head or foot section. Ac motors and electronics are not water proof." "Caution - to protect flooring, ensure bed ends are completely drained and dry before placing on flooring. Otherwise, remaining dirty water may damage or stain flooring. Avoid spraying water directly into the gear box ends. Otherwise, damage to the gear box may occur." On page 31 there are electrical inspection and maintenance items. It is unknown if the dealer followed the check list correctly. Inspect all electrical bed components for damage or excessive wear (i.e., cracked or broken housings, or worn components). Check pendant, power and motor cords for chafing, cuts or excessive wear. Make sure all plugs are fully attached and free of damage. Check all functions: head raises and lowers properly. Foot raises and lowers properly. Bed ends raise and lower properly.